Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lc. "This device has used 5 times. The probe tip is drop off in surgery." Additional information was received via email on 01aug2017. "The probe tip was retrieved during the procedure. Photograph attached of the event device." Patient status: unknown.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Upon visual inspection, the probe tip was detached from the shaft. Functional testing could not be performed as the device was returned non-functional. Based on the condition of the returned unit, it is likely that the damage observed was caused by improper handling during use. The instructions for use (IFU) warns the user to "inspect the device for any damage, ensuring there are no unintended sharp edges, rough surfaces or protrusions on the outer surface of the electrosurgical probe which may cause harm. Verify that all parts are in working order. Do not use device if damaged. Discard if the device is bent, nicked, cracked, leaking or otherwise damaged." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.